Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting patient result with the ID now covid-19 assay performed on an unknown date that generated a positive result. Repeat testing was performed on an unknown date that generated a negative result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Please see updates: d4, g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1081444 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1081444 and test base part number 190-430 / lot 1081444. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1081444 showed that the complaint rate for false positive patient results is (B)(4)%, and for false negative patient results is (B)(4)% in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the required intake information was not provided for a logfile review. However, a possible assignable root cause is patient sample interference.